Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, discomfort, emotional distress, and lobulated edges. Also reported, nodules - not device related.

Event description:
Patient reported left side rupture, discomfort, emotional distress, and lobulated edges. Also reported, nodules - not device related. Device remains implanted.

Event description:
Patient reported left side rupture, discomfort, emotional distress, and lobulated edges. Also reported, nodules - not device related. Device remains implanted.

Event description:
Healthcare professional later reported "implant rotation" and "implant sensation (as reported), displacement." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.